Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "intravenous tubing would not prime." An incomplete date of event of (B)(6) 2019 was provided. It was reported that the event occurred in pediatric ICU (picu). There was no delay in patient therapy.

Manufacturer narrative:
The customer¿s medwatch report of intravenous tubing that would not prime was confirmed. Visual inspection observed that the set's check valve was in its correct location on the set but was upside down. Clear liquid was observed in the set¿s drip chamber and the first twenty inches of tubing. Functional gravity testing was met with an occlusion due to the upside down check valve component. The root cause of the incorrectly installed check valve was due to a manufacturing assembly error. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. It was observed that the set would not prime past the check valve. The root cause was due to a manufacturing assembly error.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "intravenous tubing would not prime." An incomplete date of event of xx-(B)(6) 2019 was provided. It was reported that the event occurred in pediatric ICU (picu). There was no delay in patient therapy.